Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 3: reference MFR report: 1627487-2011-09289, reference MFR report: 1627487-2011-09290. The pt received a four lead scs system (two from the same lot) for migraine headaches on (B)(6) 2010. It has been reported the pt is unable to increase the amplitude above perception. A full diagnostic of the parameters revealed invalid impedance values on several contacts. The pt is working with her physician in order to resolve the issue. A medical intervention is pending. No further information is available at this time.